Event description:
It was reported that the introducer sheath was placed for fluid administration utilizing a single lumen infusion catheter. During a routine check on the pt, the sideport/hemostasis valve assembly and infusion catheter were found to be completely disconnected from the sheath at the luer connection. The pt was bleeding from the sheath site. CPR was initiated, but the pt suffered severe hypoxic shock. The pt was removed from life support the following day.